Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2007, the pt underwent stenting of the pre-dilated mid rca with a xience v stent. In 2009, the pt experienced chest pain or angina equivalent. The pt was hospitalized twelve days later. Angiography was performed on the same day, revealing >=70% and <100% stenosis within the mid rca. This was treated with balloon angioplasty on the same day. Troponin level the following day, was 0 mg/ml. The resolve date and discharge date the next day. There is no additional info available.

Manufacturer narrative:
Restenosis and angina, as noted in the xience v IFU are known adverse events associated with coronary stenting. These known pt effects are not necessarily an indication of a product quality deficiency. Additionally, restenosis, angina, and hospitalization are listed in the risk assessment matrix as no-fault post-procedure complications. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) qualify deficiency. It is possible that the angina was a secondary effect of the restenosis, which required hospitalization and treatment with balloon angioplasty.